Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the tubing during the load fill tubing sequence. Tandem's technical support educated customer on fill tubing step. There was no reported impact to the customer's blood glucose level. No additional information was provided by the customer.